Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the balloon pump (iabp) unit was producing a loud noise. It is unknown if there was any patient involvement.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) was producing a loud noise. There was no patient involvement.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit keeps making a loud noise. Getinge field service engineer (fse) I confirmed autofill failure message in the logs. I replaced the pneumatic module interface, drive manifold, and executive processor board due to it being over 8 years old. Updated software to b.17. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. No patient involvement. The failure analysis and testing dept. Installed the patient interface module into the cardiosave test fixture and tested the patient interface module to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual . The fat dept. Verified the failure of the patient interface module failure - "would not autofill as well as failure the pressure and vent testing in pim test. Suspected k4 and k10 failures. Retaining the patient interface module in the nrc per procedure 0002-07-d008 rev ak. Further investigation may be required by sustaining engineering. If further investigation is not required, the safety disk shall be scrapped. The failure analysis and testing dept. Installed the drive 1 s/n a301376 into the cardiosave test fixtureand tested the drive manifold to factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision q. The fat dept. Verified the failure of the drive manifold deep vacuum test (301mmhg). Specification to test is less than 150 mmhg. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
Getinge field service engineer (fse) confirmed autofill failure message in the logs. Fse replaced the pneumatic module interface, drive manifold, and executive processor board due to it being over 8 years old. Updated software to b.17. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Installed the patient interface module into the cardiosave test fixture and tested the patient interface module to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual. The fat dept. Verified the failure of the patient interface module failure - "would not autofill as well as failure the pressure and vent testing in pim test. Suspected k4 and k10 failures. Retaining the patient interface module in the nrc per procedure 0002-07-d008 rev ak. Further investigation may be required by sustaining engineering. If further investigation is not required, the safety disk shall be scrapped. The failure analysis and testing dept. Installed the drive 1 s/n (B)(6) into the cardiosave test fixture and tested the drive manifold to factory specifications per procedure number 0002-07-d016 revision d and the cardiosave service manual part number 0070-00-0639 revision q. The fat dept. Verified the failure of the drive manifold deep vacuum test (301mmhg). Specification to test is less than 150 mmhg. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
Updated fields - b4, d4(UDI), d8, g1, g3, g6, h2, h6 (component code), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse confirmed an autofill failure message in the logs. The fse replaced the pneumatic module assembly, drive manifold assembly, and the executive processor pcb as it was over eight years old. The software was updated to b.17. The unit passed all calibration, functional and safety tests performed. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.

Event description:
N/a.